Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on customer service agent (csa) documentation. The patient reported that on (B)(6) 2020 he obtained results of ¿129 and 75 mg/dl¿ on the subject meter, performed within 20 minutes of each other. The patient manages his diabetes with metformin and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2020 at 04:00pm he developed symptoms of ¿shaking, dizziness, headache and thought he was going to pass out¿ and that he treated his symptoms by eating a candy bar and some mints. The csa was unable to troubleshoot the issue with the patient. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed symptoms of a serious injury after the meter issue occurred.